Manufacturer narrative:
A partial lead with the distal tip measuring 49.4cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.1-10.4cm from the distal tip. Internal insulation abrasion was noted at 40.3-41.7cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in the operating room for a generator changeout, externalized conductors was observed. No electrical anomalies were detected. Lead was explanted and replaced. Patients condition was normal.